Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "suspected/actual rupture" of a gel device.

Event description:
Allergan aesthetics received a report via nbir of a right side "suspected/actual rupture" against a gel device. The device has been explanted and replaced. Capsulectomy/capsulotomy performed.